Manufacturer narrative:
The explanted products were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular lead were explanted due to an infection. No additional adverse patient effects were reported.